Manufacturer narrative:
The complainant indicated that the device is implanted, and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a wallstent biliary endoprosthesis was used during a biliary stenting procedure. According to the complainant, during a follow-up visit in 2009, the physician found tumor ingrowth within a previously implanted stent (implanted about 20 days prior). One week later, x-ray pictures noted that the stent had migrated to the upper bile duct near the hepatic branches. A plastic non-bsc stent was then placed in the bile duct. The pt remained hospitalized for one week. The non-bsc plastic stent was removed about 9 days later, and attempts to cannulate were unsuccessful to implant another metal stent. The physician implanted a second wallstent biliary endoprosthesis 5 days later. The pt's condition was reported as stable.